Manufacturer narrative:
The lead was returned in two pieces. Internal insulation abrasion was noted at 6.4-6.5 cm from the distal tip. The insulation abrasion breached the ring electrode lumen. The etfe coating was abraded on one of the ring electrode cable. This is consistent with the observation from the field of noise.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission exhibiting noise on the atrial and ventricular leads. After a review of the electrograms, right ventricular oversensing was confirmed. The leads were explanted and replaced. The patient was stable post procedure.